Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient mentioned this is her second device, she had to have the first one removed. The patient said she has multiple sclerosis and she fell on the concrete, it jarred it out of position, and was pressing on the nerve. The patient said the doctor replaced the whole system and put the new one in a pouch and put it deeper. Patient services tried to confirm the ins that was the one she had replaced, the patient said she thinks it is the one that was from (B)(6) 2018 which does not match up with her first comment that she had the first one removed. The patient was asked the time when she fell and the patient did not remember. The patient did not know which programmer was the current one. She was advised the one that has access to all the programs is the current one. The old one she would only have access to her current setting she is on. No further patient complications are anticipated or expected as a result of this event.